Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The master tool manipulators (mtms) locked as soon as the head was pulled out from the viewer. The fse was unable to reproduce the problem. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. The probable root cause may be attributed to user-induced factors such as the surgeon releasing a master tool manipulator (mtm) during following mode while their head is in the high resolution stereo viewer (hrsv). The fse tested the system, but was unable to reproduce the reported issue. The fse's service visit did not reveal any issues related to the customer reported event. .

Event description:
It was reported that during da vinci-assisted benign hysterectomy surgical procedure, when the surgeon would let go off the master tool manipulator (mtm), the instrument would still move inside the patients body. An intuitive surgical inc. (Isi) technical support engineer (tse) confirmed with the customer that when the surgeon would let go of control that his head was out of the viewer and the customer confirmed. The surgeon reported having to hold the instrument the whole case. The procedure was completed with no reported injury.